Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a software design error. The current software behavior is improper in that it does not capture a repeated vital sign event if nbp is configured to be logged and the nbp measurement is not successful. Therefore, if the nbp measurement is not successful, other vital signs that are intended to be logged (e.g. Hr, spo2, ibp, resp, etc.) Are not logged either. This behavior is inconsistent with the handling of other vital signs where an unavailable measurement is logged as "---" in the vital sign event. This behavior will be corrected in the next software update vc12m.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a possible malfunction may occur while operating the axiom sensis system. In the new software version vc12l for sensis, if the nibp pressure fails for whatever reason, then no other vital signs are logged. Previous software versions allowed the user to go back and manually add in the ao pressure. Without this option, the customer states that it could be up to 12-15 min with no vital signs recorded. Without proper vital signs logged, the patient condition could deteriorate without staff knowing and no documentation to record events for legal reasons. We are unaware of any impact to the state of health of any patient involved.